Manufacturer narrative:
Based on the available information a general instrument or reagent issue can be excluded. The possible root cause may be related to pre-analytics and sample handling as the centrifugation time was not within the manufacturers recommendation. As the clotting time could not be provided an improper clotting time cannot be excluded as a root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 3 patients tested for troponin t hs (high sensitive) troponin t hs. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin t hs result was 14 ng/l at 3:13 p.m. This result was reported outside of the laboratory. The sample was repeated twice and both results were 25 ng/l. The 1st repeat test was performed at 7:51 p.m. The times for the 2nd repeat and the 4th test were not provided. The sample was recentrifuged and repeated a 4th time with a result of 26 ng/l. On (B)(6) 2016 patient 2 (female with date of birth of (B)(6) 1935) initial troponin t hs result at 3:38 p.m. Was 20 ng/l. This result was reported outside of the laboratory. The sample was repeated at 9:01 p.m. And the result was 14 ng/l. A 2nd sample was obtained from this patient and the initial result was 19 ng/l. This result was reported outside of the laboratory. The 2nd sample was repeated and the result was 15 ng/l. On (B)(6) 2016 patient 3 (male with date of birth of (B)(6) 1941) initial troponin t hs result at 1:35 a.m. Was 57 ng/l. This result was reported outside of the laboratory. The sample was repeated at 7:49 a.m. And the result was 45 ng/l. A 2nd sample was obtained from this patient and the initial result was 76 ng/l. This result was reported outside of the laboratory. The 2nd sample was repeated and the result was 47 ng/l. No adverse event occurred. The troponin t hs reagent lot number was 187548. The expiration date was not provided. Centrifugation time has been identified as an issue for this customer. The customer has not amended their centrifugation times. The samples are being spun at 3000 rpm for 5 minutes instead of 10 minutes per the recommendation by the manufacturer.